Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2019-11305, 1627487-2019-11306. It was reported that during a system explant on an unknown date, part of the patient's scs leads remained in situ due to the physician being unable to remove it. No further information was provided.